Event description:
It was reported that during a routine follow-up, the physician noticed that this right ventricular (rv) lead was exhibiting high capture thresholds and decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.